Event description:
This is the 2nd of two reports from one pt involving a leak of the 4 inch convertible adapter. 5/31/00: quality systems called clinic, however rn not in. Message requesting a call back to confirm details. 5/31/00: qaulity systems called clinic and verified the complaint detail with the capd nurse. According to the nurse, the pt called on 5/22/00 to report a "wet dressing" near the convertible adapter. Adapter appeared to be leaking. The pt came in-center on 5/22/00 to have the adapter changed and to receive vancomycin 2gm ip x1 dose. The nurse could not see or duplicate the leak as reported by the pt. However, the suspect sample was saved this time by the nurse. The suspect adapter had been in use since 4/24/00. The pt experienced no adverse effects as a result of the reported leak. MDR filed due to necessary medical intervention provided.